Event description:
Legal case ¿ USA: related (B)(4) rh rev. As reported via legal documentation the patient had a left hip replacement on (B)(6) 2017. Approximately 6 years and 5 months after the initial procedure the patient had a left hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023: diagnosis: failed left total hip replacement. The abductor muscle belly was retracted, aspirated through the hip capsule and obtained 20 ml of serosanguineous fluid that was sent for cultures. There was an obvious adverse local tissue reaction with a lot of brown villonodular synovitis throughout the wound. A thorough synovectomy as the case proceeded and sent tissue for culture and also tissue for pathology. The hip was rotated and tucked the trunnion posteriorly and exposed the acetabulum. Debridement of the adverse tissue and the synovitis was completed. The rim had poly wear. There was osteolysis around the screw holes, greater on the posterior side. Ebi initial surgery attached. Historical record and smartsolve searched for sn/patient name with no results. As directed by qa management: this legal complaint for polyethylene issues occurred in the us. The event did not occur in, nor is it reportable for australia, brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.

Manufacturer narrative:
D10: concomitants: (B)(6), 170-36-03 - biolox delta femoral head 36mm od, +3.5mm; (B)(6), 180-01-56 - nv crown cup clstr hole 56mm group 3; (B)(6), 180-65-35 - alteon 6.5mm screw, 35mm; (B)(6), 188-01-11 - wedge plasma x/o sz 11.